Manufacturer narrative:
The insulin pump was received with normal operating currents. The device passed the unexpected restart error alarm test, self test, and the displacement test. However, the unit was unable to prime during the prime/compromised force sensor system alarm test due to a faulty force sensor resistor. The unit was also unable to perform the basic occlusion, occlusion, and excessive no delivery tests due to the prime/fill anomaly. No compromised force sensor system alarm occurred during testing. The following physical damage was noted: cracked reservoir tube lip, cracked battery tube threads, cracked casing at a display window corner, minor scratches on the lcd window, broken belt clip slot, and a scratched reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident was 89 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap appeared normal. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.